Event description:
It was reported that, during an open pancreaticoduodenectomy, the active blade broke near its base. The device functioned without issues or error messages, but an abnormal sound was heard immediately before the blade broke. There were no effects on the patient from this incident, and no blade remained in the body. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent 7/9/2026.d4 batch#: unknown.b3: unknown; captured as awareness date.d4: UDI: as the lot number and the expiration date for the device involved in the event was not provided, the full UDI is currently not available.additional information was requested and the following was obtained:were any fragments generated? Did the fragments generated fell off inside the patient? =>no ? If yes, were they completely removed from the patient without additional intervention? What efforts were made to locate the pieces of the blade during the procedure? -the blade, which broke outside the body, fell off inside the body (into the abdominal cavity).-it was immediately identified in the surgical field of open surgery, and the fragment was retrieved using forceps.were any fragments generated? Did the fragments generated fell off inside the patient? =>no ? If yes, were they completely removed from the patient without additional intervention? What efforts were made to locate the pieces of the blade during the procedure?I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.